Manufacturer narrative:
The customer placed the solutions in the correct positions. The customer performed multiple primes and final washes. The customer performed qc and all results were acceptable. The customer indicated that a service call is not needed since there is no malfunction with the instrument operation. (B)(4). Customer states service not needed.

Event description:
The customer reports that they noticed wash solutions "a" and "b" were loaded incorrectly. No erroneous results were reported. Incorrect wash solution connection or placement on the provue and testing was performed could be a potential for cross contamination.